Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage and keypad anomaly. Customer' blood glucose level was 102 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was dropped and cracked on the side of the middle button. Customer stated that the insulin pump sometimes did not working, it did not respond when she touch the middle button. Customer states that numbers are ramping on their own. Customer states the scroll bar was moving with no input. Customer stated that block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device had cracked keypad overlay. Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test. (B)(4).